Manufacturer narrative:
The e411 disk serial number was (B)(6). Qc was within range. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' serum/plasma samples tested with elecsys prolactin g2 (prolactin ii) assay on a cobas e411 immunoassay analyzer when compared to a different analyzer at a different facility. Sample (B)(6) (patient (B)(6)) was tested on (B)(6) 2024: initial result: 31.7 ng/ml. Repeat result: 18.66 ng/ml (tested on another analyzer in a different laboratory). Sample (B)(6) (patient (B)(6)) was tested on (B)(6) 2024: initial result: 28.5 ng/ml. Repeat result: 13.88 ng/ml (tested on another analyzer in a different laboratory). Sample (B)(6) (patient (B)(6) ) was tested on (B)(6) 2024: initial result: 42.36 ng/ml. Repeat result: 19.78 ng/ml (tested on another analyzer in a different laboratory). No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The pre-analytic data was provided and showed that the clotting time was below the manufacturer's specification. Qc was performed and it was within range. No further issues were reported afterward. The investigation did not identify a product problem. The cause was due to a handling issue with the patient sample.